Event description:
It was reported that the smaller end of the device flex tube was connected to an inline adaptor that is attached to the catheter, the fit between the adaptor and flex tube was not tight enough. No patient sequelae was reported.